Event description:
It was reported that after the iab was inserted and pumping began, the balloon would not unwrap completely. Because of this, the iab was removed and replaced without any complications.